Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that wife feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified test strips expire 9/18/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 234mg/dl and 207mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns: with all of the meter memory results reviewed. Customer had the wrong control solution for the meter. Customer was instructed the true result meter can only use true test strips and control solution. Customer does not have the date and time properly set on the meter.